Manufacturer narrative:
(B)(4). N/a, other remarks: n/a, corrected data: n/a.

Event description:
It was reported that a helium alarm occurred, then blood was observed in the helium line. As a result, the iab was removed. The iab was not replaced. No patient harm or injury. The patient status is reported as "fine".